Manufacturer narrative:
Common device name: change from set, administration, for peritoneal dialysis, disposable to clamp, line classification code: change from kdj to fkk update the quantity of devices to (4) four (previously reported as a quantity of (1) one). Catalogue #: was updated from ek5853 to 5c4527. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an outlet port clamp was not effective. The tubing dripped after it was clipped. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.